Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) and colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy sample was obtained with the device and then removed from the scope. As a 4x4 gauze was passed over the jaws, the technician reported feeling a snag from the forceps from the jaws of the device. No visible damage was found but it was believed that a piece of metal was protruding from the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
MFR reports 3005099803-2010-01093 and 3005099803-2010-01092 address two similar events reported by the same customer. Follow up with the customer confirmed that there was only one event. Therefore MFR report 3005099803-2010-01092 is unnecessary.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) and colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy sample was obtained with the device and then removed from the scope. As a 4x4 gauze was passed over the jaws, the technician reported feeling a snag from the forceps from the jaws of the device. No visible damage was found but it was believed that a piece of metal was protruding from the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.